Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 19mm aortic pericardial valve, implanted approximately two (2) years and three (3) months, was explanted due to aortic regurgitation. This device was originally implanted for aortic valve replacement to correct aortic regurgitation. After an implant duration of approximately one (1) month, thoracic endovascular aortic repair was performed to treat aneurysm of the descending aorta. After discharged from the hospital, follow-ups were conducted by the cardiovascular surgery department every six months and afterward, anemia progression was detected. After an implant duration of approximately one (1) year and seven (7) months, moderate regurgitation was detected in echo, and progression of aortic regurgitation was suspected. The patient was referred to the internal medicine department, and moderate aortic regurgitation, that seemed to be caused by the perforation of the leaflet, shortening, degeneration which corresponds to right-coronary cusp of aortic valve, was detected in transesophageal echocardiography. After an implant duration of approximately one (1) year and seven (8) months, the patient was hospitalized at the internal medicine department for an examination of anemia and a severity assessment of aortic regurgitation. This device was explanted and replaced with a 19mm valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ at ICU. Multiple cardiac surgical procedure: ascending aorta replacement and arch brunch reconstruction were performed at implant to treat dissecting aortic aneurysm.

Manufacturer narrative:
Device evaluation: the product was returned for evaluation. Customer report of pannus was confirmed, and report of regurgitation was visually confirmed due to gap in central coaptation region. Report of shortened leaflet was not confirmed. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 1 at the inflow aspect and 5mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was heavy at the outflow aspect. Host tissue fused leaflets 1 and 2 by 4mm near commissure 2, and leaflets 2 and 3 by 3mm near commissure 3 on the outflow aspect. Host tissue restricted leaflet mobility and led to stenosis. The free margin of leaflet 2 was rolled towards the outflow aspect and created a gap in the central coaptation region. Reported regurgitation was likely due to the observed gap. X-ray demonstrated wireform intact. The sewing ring was cut around the valve, and exposed the wireform around leaflets 1 and 2 at the inflow aspect.